Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a microwave ablation procedure using a percutaneous intercostal entry, the microwave antenna broke during insertion. The resistance in the intercostal tissue was too strong and the doctor could feel and hear that the antenna break. The doctor then retracted the antenna and removed the antenna in one piece. There was no pt injury.